Event description:
It was reported that no thresholds were observed and pacing impedance was high and out of range. A header issue was suspected. The device was not implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field events of pacing lead impedance and capture anomalies were not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the field events could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.